Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k) - k130280. The actual sample was received for evaluation. Visual inspection revealed that the lock adapter had been dislocated from the male connector of the sampling system. The male connector was found to have been bent. The actual sample was rinsed, then the outer diameter of the rib of the male connector and the inner diameter of the lock adapter were measured. Compared to a current product sample, no difference in the measured values was found. The surface of the male connector was subjected to elemental analysis by sem-edx (scanning electron microscope / energy dispersive x-ray spectroscopy). The result showed the presence of si, which was assumable to be derived from silicon applied to the stopcock during manufacturing process to improve the lubricity of this part. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, then a female connector was attached to it and a lock adapter was tightened up. As a result, the lock adapter came off the male connector. In the production floor, silicon is applied to the switch cocks on the sampling system for lubrication purpose. It was likely that silicone was transferred to the male connector by the sampling systems having contacted each other during storage. As a reproduction of the bent male connector, a female connector in the state of being mated with a male connector was subjected to bending load. As a result, the bending stress was concentrated on the tip of the female connector, which resulted in a bent male connector. A review of the device history record and the shipping inspection record of the involved product code/lot number combination revealed no findings. IFU states do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the sampling system during production was transferred to a part of male connector. Afterward, when the lock adapter was re-tightened during preparation, it got over the rib on the male connector in lubricated state and dislocated. It is likely that the bent male connector may have been caused when the female connector in the state of being mated with the male connector was subjected to lateral force. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure. The lock adapter on the arterial side of sampling system became loose and dislodged. A leak was observed right after ecc started. The locking part of the sampling system was found damaged. They coped with it by jointing another tube. The patient was not harmed. The procedure outcome was not reported.